Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported (dlk) diffuse lamellar keratitis in a patient's right eye one day post lasik. Topical steroid dosage was increased. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the technical service on-site showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the day of the event. Technical root cause could not be determined as the system is within specifications and works as intended. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis was reported to be resolved.